Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following an intraocular lens (iol) implant procedure, the lens 'dislocated'. The lens was exchanged for a different lens three weeks following implant. Additional information was requested.